Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver jaws wont close properly and the swivel was unable to be controlled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer when manipulating the instrument from surgeon's console. The movements of the surgeon scaled appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument moved in the intended direction. The timing of instrument movement was appropriate. No shakiness and/or friction was experienced/observed. No instrument-to-instrument or system arm-to-arm interference noted. No external collisions were noted. No patient injury reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing.

Event description:
Refer to h10/h11 for follow-up information.